Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The stapling devices were being used for the rectum resection. The patient had undergone radiation treatments so the tissue was very thick. The patient was also obese with a very narrow pelvis. The powered stapling handle broke due to the thickness of the rectum. The surgeon forced the trigger pushing intensively. There was also a problem unloading the powered stapling device. Seems as if the axis is outside the adapter due to the extreme force the surgeon did trying to place and fire the stapler with the reload. A component of the inner adapter axis broke off. Then tried to performed with resection using a manual stapling handle with another reload, but it did not work either. Then tried with a roticulator stapler, but the staple line was not continuous. Was not safe to use a circular stapler in order to perform the anastomosis. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.